Event description:
It was reported that vial of monomer was broken when staff opened the box. Cement was disposed of.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.